Event description:
It was reported that during a pre-use check, the customer found a stain on the product. No patient injury reported.

Manufacturer narrative:
Six photos were received for evaluation and found stained tube was observed; the complaint was confirmed. One (1) sample was returned for evaluation; the sample was received in unused conditions within its original package. The returned sample was visually inspected at 12 inches to 16 inches and normal conditions of illumination and revealed stained tube was found; the complaint was confirmed. No other analysis was performed. Based on the analysis conducted in the sample provided, contamination failure mode was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).